Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high compared to another onetouch meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 at 5pm, the patient reported obtaining readings of "396mg/dl" on the subject meter and "390mg/dl" on another ot ultramini meter. Based on statistical methodology the calculated difference of the results does not exceed the expected value of <=30% or <=30mg/dl, obtained within 30 minutes. The patient reported making no changes to her usual diet, activity level or medications on the day of the alleged issue. However, soon after the alleged issue occurred, she felt "shaky, fatigue and dizzy." The patient denied receiving any treatment in response to her symptoms. At the time of troubleshooting, the cca confirmed the meter was in the correct unit of measurement during the time of testing and the patient was using an approved sample site to obtain the samples. The patient's test strips were found to be in good condition. However a control solution test was not run due to the patient not having control solution available at the time of the call. Replacement products were sent to the patient. This complaint is being reported because, the patient claims due to the alleged issue she developed symptoms suggestive of hypoglycemia after the alleged issue occurred.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.